Manufacturer narrative:
A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h0729 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, evaluation of a test lot and a review of the instructions for use (IFU) were conducted. The device was not returned and the device lot number is unknown. Evaluation of a test lot retained by the manufacturer could not replicate the reported event. A review of the device history record could not be conducted as the lot number is unknown. The root cause could not be established. Possible causes include insufficient attachment of the cover to the scope, physical damage to the cover, and chemical damage to the cover by adherence of anti-fog agent. The IFU contains the following statements relating to the possible causes that may help prevent the reported event from occurring: -"please make sure that the distal cover is intact without any problem before installation, and that it has no damage (crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and is documented in b5.

Event description:
The customer confirmed the problem was first noticed at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no delay in the procedure in which the subject device was used. The intended procedure was completed and the same distal cover was used. No other devices were replaced during the procedure.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the single use distal cover came off in the patient while removing the scope during a procedure. The staff found the cover at the back of the mouth. It was reported there was no injury to the patient and the cap was successfully removed with no additional issues.